Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due a black pulse wire broken in the trunk cable the root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.